Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the patient was in prison and felt the shocking or burning sensation when he was near the security doors. It was noted that the patient feels shocking even when the device is off. It was later reported that there was no electromagnetic interference (emi) reading and no power-on-reset (por) occurred either. The patient was reprogrammed and was receiving stimulation in all of the correct locations. It was stated that the patient is in prison and constantly exposed to a security system with doors frequently opening and closing. The patient is unable to change his environment. It was stated that the patient experiences a burning sensation where the leads are located in his back every time the doors are opened or closed and experiences this even if the stimulator is off. It was noted that a physician was going to see him 'soon' and was going to further evaluate his care. More information has been requested, and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).